Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the blood glucose levels have been low in the teens. Customer reported a hospitalization due to low blood glucose. The blood glucose at the time of the event was 17 mg/dl. Customer passed out in a store. Customer stated that the insulin pump over-delivered insulin. Customer stated that water may have been in the reservoir compartment. Customer received the safety notice and thought the max bolus may have happened to her. Nothing further reported.